Manufacturer narrative:
Analysis of programming history.

Event description:
Upon review of the patient's model 102 generator programming history, it was observed that upon initial interrogation on (B)(6) 2009, the patient's settings were at unintended parameters. The settings were indicative of a faulted systems diagnostic test occurring. The settings were reprogrammed on (B)(6) 2009 prior to the patient leaving the clinic.